Event description:
(B)(4). I was diagnosed with lupus at (B)(6) when I had my first pregnancy I found out how my body couldn't handle pregnancy. So after her birth I tried merina, than shots, then pills and each time I had a bad reaction, so when I got pregnant the second time and it was even worse, so I wanted a tubal but that didn't happen at the hospital when I had the baby. At my 6w I talked with my doctor and he strongly suggested this device, told me it was hormone free and was made of surgical steel and did not contain nickel so I agreed to this. Afterwards I got worse with my health issues. I was than diagnosed with vitamin d deficiency, anemia/iron deficiency, high blood pressure, hypoglycemia, fibromyalgia. And I have so many side effects to yet be diagnosed with why I'm having such as sharp/stabbing pelvic pain, abnormal menses, discharge, hot flashes, pelvic inflammatory disease, uterine infection, loss of libido, spotting after sex, yeast infections, urgent/frequent urination, uti, itching, burning, stinging, stabbing of vaginal entrance, breast pain/tenderness, back, joint, chest, leg, breast, neck, spine, hip pain,all over body aches/pain, nausea, vomiting, gas, constipation, diarrhea, severe bloating, metallic taste in mouth, heartburn, headaches or migraines, dizziness, numbness, tingling sensations, brain shocks, anxiety/panic attacks, mood swings, depression, ringing in ears, ptsd, bipolar disorder, shakiness.